Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was not working. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit. The fse reported that the iabp batteries were completely discharged. The ac line cord was not retracting or extending, preventing it from being plugged into a wall outlet. The fse disassembled the hospital cart. Upon inspection, the line cord was found to have jumped off the reel and wrapped around in knots on a spool. It was untangled, and the cart was reassembled. Once connected to the ac power, the batteries began charging. Completed repair successfully. No parts were replaced. Product passed all functional and safety tests per manufacturer specifications.